Event description:
It was reported to boston scientific corporation in early 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed the same day. According to the complainant, during preparation for the procedure, a leak was found in the anchoring balloon. The physician successfully completed the procedure with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as fine.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.